Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was displaying an 'error 2' message. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745.device evaluation:lifescan received the test strips and meter involved with this complaint and completed device evaluation on (B)(4) 2011, respectively. Investigation was unable to confirm the alleged issue with the returned meter and test strips.